Manufacturer narrative:
H3: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A detached downstream occlusion (dso) seal was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso seal was replaced. The device passed all functional testing after repair. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a lifted downstream occlusion seal (dso), and the last error code (lec) remained in the error log. There was no patient involvement, no patient injury was reported.